Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A baxter sales representative reported that two small pieces of particulate matter colored in red were found on the outside of the disconnect cap.there was no patient injury or medical intervention. .

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The sample was discarded by the patient. No issues relating to this complaint were noted during the batch file an no other similar complaints have been received for this batch. The complaint for particulate matter (pm) was confirmed but the size of the pm was acceptable per our classification of defects. The complaint appears to be an isolated supplier issue and the supplier will be notified of the details of this complaint.